Event description:
It was reported that the 6600 system had an artifact in the image. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was cleaned and the collimator was aligned during the service call. The system was tested and found to be working as intended and put back into service.